Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a procedure in which it was planned to implant a new inflatable penile prosthesis (ipp) pump; however, a fluid was observed around the cylinders related to a possible infection. All the ipp components were then removed. There were no further patient complications.